Event description:
Reportedly, atrial over-sensing triggered some mode switch.

Manufacturer narrative:
The manufacturing process of the subject device talentia dr 3540 s/n (B)(6) was re-investigated. All production steps have been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. The manufacturing process of the subject lead vega r52 s/n (B)(6) was re-investigated. All production steps have been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. The review of data provided confirmed the reported issue: there is atrial oversensing on the atrial channel of non-physiological signals that are not premature atrial contractions. The atrial oversensing is due to non-physiological signals that do not show the pattern of emi or myopotentials. The x-ray from the day of the implantation and 7 weeks later show that the atrial lead is well implanted and is not dislodged and the device has (been) moved since the implantation. The investigation of the remote monitoring data from (B)(6)2025 and (B)(6) 2025 showed normal atrial electrical measurements. The majority of the oversensing episodes occurred during the evening/night. No switch episodes recorded between (B)(6) 2025 (no data available after (B)(6) 2025) each atrial oversensing episode triggered inappropriate mode switch episodes and during these episodes ventricular pacing and the safety of the patient are not compromised. The origin of these atrial oversensing episodes is most probably an action of the patient: the patient touches and moves its ICD.

Event description:
Reportedly, atrial over-sensing triggered some mode switch.